Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: persistent cellulitis and necrosis.

Event description:
Healthcare professional reported right side 6¿oclock tab was starting to tear away from the expander but not totally detached, "persistent cellulitis, and necrosis." Device has been explanted.